Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. One sample was received in used condition, decontaminated and inside in a plastic bag. The samples were visually inspected at 12 to 16 inches under normal conditions of illumination to detect sample conditions that could cause functional issues. The samples received did not present any damaged, kink, cut or condition that could cause failure mode. During the functional testing the sample was fully primed and connected without difficulty, the pump was set running and no disposable alarm was activated. Complaint was confirmed. The root cause was unable to be determined. Corrective and preventative action was opened to address the reported issue. D4 UDI details were unknown.

Event description:
It was reported that after the customer changed the cassette to another one, an alarm went off. So he checked it and noticed the tubing on the pressure plate was raised. No patient injury was reported.